Event description:
During the procedure, the extension tube of the three way stopcock became separated from the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body due to a weakened bond.